Manufacturer narrative:
(B)(4)

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped for insertion. The md inserted the iab via a sheath into the patient's right femoral artery. After insertion, the intra-aortic balloon pump (iabp) therapy began using the iap-0500, s/n (B)(4). Within 5 seconds there was blood coming back into the helium line. At this time, the iab was removed and a second iab-04840-u was retrieved for use. Reference MDR #1219856-2015-00217 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr iab. Blood was noted on the bifurcate and bladder membrane. Blood was also noted within the bladder membrane. No kinks or damage were noted to the catheter upon initial visual inspection. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, two cuts consistent with contact from a sharp were noted approximately 2.0cm and 4.0cm from the distal tip. No abrasions were noted. A lab-inventory spring wire guide (swg) was inserted through the luer end of the catheter. No resistance was noted; the swg was able to advance. The swg was inserted through the distal tip of the catheter. No resistance was noted; the swg was able to advance. Some blood exited with the swg. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. See other remarks section for continuation. Other remarks: conclusion: the reported complaint of blood in helium pathway is confirmed. Two cuts consistent with contact from a sharp were noted on the bladder membrane. No abrasions were noted. The root cause of the damage is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped for insertion. The md inserted the iab via a sheath into the patient's right femoral artery. After insertion, the intra-aortic balloon pump (iabp) therapy began using the iap-0500, s/n (B)(4). Within 5 seconds there was blood coming back into the helium line. At this time, the iab was removed and a second iab-04840-u was retrieved for use. Reference MDR #1219856-2015-00217 for the second event involving the same patient.